Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-16565, 3006705815-2022-16566, 1627487-2022-04848, 1627487-2022-04849. It was reported the patient experienced an infection at the ipg site. The infection was tracking towards the lead site and the entire system was explanted. Patient was prescribed oral antibiotics.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg and lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. The patient was treated with antibiotics and the infection has resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg and lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information received indicates the infection has resolved.